Event description:
The customer reported that the stenoscop system would not work. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The printed circuit boards were cleaned, and tested. The service representative instructed the customer to prevent the system from rats. No further service or repair information is available.